Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for one patient involving unicel dxc 600i synchron access clinical system. Subsequent testing recovered a higher result, above the customer's limit of 0.04 ng/ml. Additional testing with an alternate methodology produced a negative result, within the normal reference interval and was reported out of the laboratory. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance.